Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were pain, capsular contracture, baker grade IV, and generally unwell. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side pain, capsular contracture, baker grade IV, and "generally unwell." The device has been explanted.